Manufacturer narrative:
A philips remote service engineer (rse) worked remote with the customer. The rse viewed the window event logs provided by the customer. The provided pic log files could not be analyzed because the original zip file has been modified. Looking at the windows event logs found that on 06-sep-2025 at time: 23:53:35, the watchdog intervened in the sv (server?) Log, triggering a reboot. Only able to identify the cause in pic log files. Not able to reproduce the reported problem. The rse requested further details to be able to conduct an analysis. No further feedback was provided by the customer. A forced restart solved the reported problem. Findings from the review have been provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The root cause could not be established. The device remains is use at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that on the patient information center ix the entire sector of central station were black/empty without patient data. Only empty spaces were displayed. No central monitoring and alarming of patients were available to determine patient status centrally. The device was in use on a patient. There was no report of patient or user harm.